Event description:
The patient reported the device triggered an audible patient alert. It was further reported that the device had possible early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 6947-58, lead, implanted: (B)(6) 2004; 4068-45 lead implanted: (B)(6) 1997. (B)(4).